Event description:
It was reported that there was a shocking/jolting sensation. Action required as a result of the event was replacement. The device was explanted on (B)(6) 2013. It was unknown if any diagnostic testing was performed. The cause of the issue was not determined nor was it resolved. The shocking was occasional. Impedance testing was not possible due to maximum amplitude the patient was able to tolerate was 0.3v. It was noted that in revision surgery the lead was tested with an external neurostimulator (ens) and with a multi-lead trialing cable (mltc) and showed good impedances. The physician decided to replace the extension and implantable neurostimulator (ins). It was further noted that the extension was partially explanted, distal and proximal ends complete. Approximately 10-15cm of its middle part was cut. Patient was alive with no injury. No patient symptoms were reported. Additional information received reported that there was on x-ray taken but no abnormity in the spinal cord stimulator system was found. Patient was receiving effective therapy.

Manufacturer narrative:
Corrections: upon receipt of the analysis results. Additionally, fdc code 54 has been replaced with fdc code 78. Analysis: analysis of the extension found that it was cut through and segmented with no significant anomaly. Analysis of the implantable neurostimulator found no significant anomaly and noted the battery was ¿not in new condition.¿ it was also noted that ¿both devices functioned properly throughout the duration of the test¿ and that ¿both devices were set to the parameters the explanted device had when received for analysis.¿

Manufacturer narrative:
Product ID: 7489, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.